Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the texium is leaking upon disconnection. Customer is stating that the equipment is not defective and more of a training issue.